Manufacturer narrative:
Concomitant medical products: product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0pdvh, product type: lead. (B)(4).

Event description:
A healthcare professional of a clinical study reported via a manufacturing representative that a patient whose indication for use is parkinson's dual and movement disorders had experienced a hardware malfunction which was likely in the extension cable at their one month post-operative appointment on (B)(6) 2015. Impedances for contacts 8 and 9 were 1401 for both and impedance between 8 and 9 was 43. The 8 and 9 contacts were not clinically useful due to their location in the sub thalamic nucleus (stn) being ventral. The event was asymptomatic and was listed as an anticipated event. Patient and programmer were instructed to not use contact 8 and 9 for stimulation and that an MRI scan be result. Impedance values had been normal during lead implant surgery and implantable neurostimulator (ins) implant surgery. This was likely related to the extension cable connections.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Correct adet of event is (B)(6)2014 and not (B)(6)2015 as initially submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient noted that there was no issue with therapy. It was reported that contacts 8-9 are 30 ohms. The health care professional (hcp) checked with the tablet and the clinician programmer and both indicate impedance issue. Short on contacts 8-9. Are not used for therapy. Patient needs a lumbar MRI for radiculopathy. No symptoms reported.